Event description:
Per the clinic, the device was explanted due to unspecified reasons. The manufacturer became aware upon receipt of the implant registration card for the newly-implanted device on (B)(6), 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device was explanted on (B)(6) 2010 due to partial insertion; during the same surgery the patient was reimplanted. Device not available for analysis. (B)(4). Device not available for analysis.